Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for prime anomaly. The customer's blood glucose was 193 mg/dl at the time of incident. Customer reported that during changing the set it seems that the pump kept delivering after the drops. Customer states insulin is "squirting out" during the manual prime process. Customer is not calling for technical troubleshooting. Customer does not wish to continue troubleshooting, states she feels it was the set the pump will not be returned for analysis.